Event description:
While performing a prostatic resection loop end of electrode came off in bladder. Physician did not pull any harder than usual. Unable to retrieve loop except to do open prostatectomy.